Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak due to the placement of the aortic body stent graft below the intended landing zone. The sealing rings were ballooned; however, the endoleak persisted. As of the date of this report, there have been no additional patient sequelae reported, and the patient will continue to be monitored.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported inadequate stent graft patency of the ovation limb was determined to be anatomy related due to the 53 degree infrarenal aortic angle located at the superior stent margin of the left iliac limb. There were no known procedure or user related issues. The patient also had the procedure related events of system infection and shock leading to a myocardial infarction, which was treated medically. The final patient disposition as discharged home on post-operative day four in stable condition. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)